Event description:
It was reported that the device force sensor test failure. No patient injury reported.

Manufacturer narrative:
The device was received with both seals were intact and in good condition. The device history log showed force sensor test error. Power up process and performed calibration verification test, reported problem duplicated during power up process . Steady state reading of the force sensor (with no pressure on it 0= count 0 and -1.01 lbs. Force sensor error caused by the force sensor being out of calibration due to normal usage. Pump has been in service for over a year without a calibration verification or re-calibration being performed. The root cause was attributed to the customer. The tech recalibrated force sensor. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147